Event description:
It was reported that the patient visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's bg (blood glucose) levels reached over 500 mg/dl while wearing the pod between 1 and 4 hours. Patient reported attempting to give correction boluses to decrease bg levels without success. Upon removal of the pod, the cannula was reported to have slipped out the infusion site (leg). Symptoms reported include hyperglycemia, large ketones, nausea and vomiting. The patient was treated with fluids and IV (intravenous) insulin. Length of ER visit was not provided as the patient was still in the ER at time of call. Mother reported patient would likely be there all night. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.